Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the ra lead capture threshold has increase. During interrogation, it was noted that the ra lead was functioning normally. No action was taken; the lead status will be monitored. No adverse consequences reported.